Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00005 on 01/27/2017 for a false reactive advia centaur xp anti-hbs2 (ahbs2) patient result. 09/06/17 - additional information: the cause for the discordant advia centaur xp ahbs2 discordant result is unknown. There was no patient sample available for additional testing. Based on the information provided, an unidentified sample issue causing the discordant ahbs2 result cannot be ruled out. The instruction for use (IFU) states under the interpretation of results section states the following: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the (B)(6) advia centaur xp anti-hbs2 (ahbs2) result is unknown. Siemens is investigating. The instruction for use (IFU) states under the interpretation of results section states the following: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."

Event description:
A (B)(6) advia centaur xp anti-hbs2 (ahbs2) result was obtained by the customer on a patient sample and the result questioned by the physician. This patient is considered to be (B)(6) for (B)(6). There was no known report of patient treatment being altered or adverse health consequences due to the discordant advia centaur xp ahbs2 result.